Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported blood glucose value of 54 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-396a, mmt-7040a. Troubleshooting was performed. Hypoglycemia occurred due to over manual bolus which was treated using juice. Customer treated hyperglycemia using manual bolus. Customer went to emergency room less than 24 hours for the treatment. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-396a. No product return is required for mmt-7040a.

Event description:
Updated summary: customer reported having high blood glucose of 240mg/dl due to eating high amounts of carbohydrate. Customer then gave too much manual bolus to treat the high, which resulted in a low blood glucose of 54mg/dl. Low was treated with a bottle of juice and going to the emergency room at 9pm (where they gave her apple juice). Customer declined further troubleshooting for the low and declined troubleshooting for the high. Pump was used within 48 hours of the high and the low. Smartguard was used at the time of the high and the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.